Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead implanted: (B)(6) 2019.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased/high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.